Event description:
It was reported that when the stimulation was turned on the pt experienced a loss of therapeutic effect. The pt's device stopped working about 2 months ago. The pt was at home. Further info is being requested from hcp.